Event description:
It was reported that the device was exit was reported that this left ventricular (lv) lead dislodged several days after a scheduled pulse generator change. Due to improving patient condition this lead was reprogrammed off. This device remains in service. No adverse patient effects were reported. Planted due to product performance issue. The lead is no longer in service. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).